Event description:
The consumer reported they had contacted the patient over the phone and they told them they were dizzy. The consumer had gone to see the patient, and at that time, the patient was all sweaty, left arm was shaking, looked grey, and it seemed like they had just had a stroke. They took them to the emergency room (ER), and so far they had done all kinds of tests and didn't think it was a stroke. It was stated they tests came back okay so far. The consumer stated at the hospital they used the patient programmer to check the patient's implant, and it said on/okay. The patient was implanted for parkinsons dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.